Event description:
It was reported that the device became entrapped on the guidewire. The 99% stenosed target lesion was located in severely calcified and moderately tortuous anatomy. A 2.4mm jetstream xc catheter was selected for an endovascular treatment procedure. The catheter was used with a non-boston scientific (bsc) wire. During the procedure, after one pass with the jetstream xc catheter, it was decided to remove the catheter to observe the lesion, but the non-bsc wire became kinked and the catheter could not be removed. Complete removal of the catheter with the wire was required. The procedure was completed with another jetstream xc catheter, and there were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: the returned device is a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination and microscopic examination revealed no damages. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis confirmed the device is stuck on a guidewire.

Event description:
It was reported that the device became entrapped on the guidewire. The 99% stenosed target lesion was located in severely calcified and moderately tortuous anatomy. A 2.4mm jetstream xc catheter was selected for an endovascular treatment procedure. The catheter was used with a non-boston scientific (bsc) wire. During the procedure, after one pass with the jetstream xc catheter, it was decided to remove the catheter to observe the lesion, but the non-bsc wire became kinked and the catheter could not be removed. Complete removal of the catheter with the wire was required. The procedure was completed with another jetstream xc catheter, and there were no patient complications as a result of this event.